Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right atrial lead, placement difficulty, high thresholds, and a helix extension issue were observed. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.